Event description:
A user facility technician reported that the ultrafiltration (uf) rate was greater than intended during a treatment on a system 1000 hemodialysis machine. It was reported that midway through the treatment, the treatment was stopped while the patient went to the bathroom. At that time, the patient was weighed and it was determined that the uf rate was higher than intended. The uf goal was then reduced so that the patient would remove the intended 3.2 kg goal. The patient was reported to be fine and the treatment was completed. The actual final uf removed was 3.1 kg. At the end of the treatment the patient complained of a headache but was released home without incident. There was no patient injury or medical intervention associated with this incident.